Event description:
It was reported by service report that the right siderail was unable to be locked in the upright position and toprail was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.